Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent air bubbles in the tubing. Customer performed multiple cartridge changes to address the issue. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was between 270 and 360 mg/dl.